Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6)2020 and an advantage fit was implanted on (B)(6) 2021. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: neck pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; psychiatric injury nonsurgical treatments: on (B)(6), 2021 the patient commenced pain medication: celaxib 100mg for the treatment of: back pain. On (B)(6) 2021 the patient commenced injections (not associated with surgical treatment): steroids injection for the treatment of: hip pain. Treatment duration: one dose. On (B)(6), 2021 the patient commenced pain medications: amitriptyline and osteomol 665 for the treatment of: back & hip pain. Treatment duration: indefinite. Device 2 of 2

Manufacturer narrative:
Block a1: (B)(6) block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block a2 (date of birth)

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2020 and an advantage fit was implanted on (B)(6) 2021. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: neck pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; psychiatric injury nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: celaxib 100mg for the treatment of: back pain. On (B)(6) 2021 the patient commenced injections (not associated with surgical treatment): steroids injection for the treatment of: hip pain. Treatment duration: one dose. On (B)(6) 2021 the patient commenced pain medications: amitriptyline and osteomol 665 for the treatment of: back & hip pain. Treatment duration: indefinite. Device 2 of 2.